Manufacturer narrative:
An event regarding loosening involving a titanium shell was reported. A clinician review confirmed that a bone screw was fractured. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation:a review by a clinical consultant indicated: " x-rays shows acetabulum loose and screw broke; need operative reports and examination of explanted components." Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, device details, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
Procedure: patient underwent primary tha (B)(6) 2014. Patient returned complaining of pain and inability to bear weight. X-rays revealed loosening of the acetabular shell. Revision surgery occurred (B)(6) 2018. Shell, liner, and head were revised.